Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information, and the caller planned to reset the pump at a later time.